Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a ¿long¿ occlusion from left internal carotid artery (ica) (c1) to middle cerebral artery (mca) (m1) with associated acute ischemic stroke (ais), a 5x33 embotrap ii (et009533/19l134av) revascularization device was deployed ¿at the part between m1 peripheral to the internal carotid artery c1¿ and the first pass was performed but the clot ¿transited¿ to the anterior cerebral artery (aca) and resulted in a bilateral aca peripheral occlusion. A second pass was performed, and the procedure was completed as the mca was reopened. Peripheral obstruction of aca was ¿obliterated¿, so the patient will be followed clinically. Final tici score was 2b. A jet 7 (penumbra) aspiration catheter and optimo (tokai medical product) balloon catheter were also used during the procedure. The physician commented that it was his first time using the jet 7 aspiration catheter. He felt that it was easy to deliver the aspiration catheter despite the large diameter. The physician suspects that the issue may have occurred because the aspiration catheter went up more than he expected. The sales representative has not been allowed to visit the hospital due to covid-19. Additional information received indicated that the procedure was completed ¿by following up the patient because the obstruction was at the peripheral part¿. There were no reported clinical symptoms associated with the event. No further information was provided. The product is not available for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. The root cause of the event cannot be determined based on the information available for review; however, clinical and procedural factors including clot burden, vessel characteristics, and operator technique, may have contributed with no indication of a device malfunction. The actual severity of the event is unknown. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==>(B)(4) updated sections on this report: e1, e2, e3, g4, h2 and h10. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a ¿long¿ occlusion from left internal carotid artery (ica) (c1) to middle cerebral artery (mca) (m1) with associated acute ischemic stroke (ais), a 5x33 embotrap ii (et009533/19l134av) revascularization device was deployed ¿at the part between m1 peripheral to the internal carotid artery c1¿ and the first pass was performed but the clot ¿transited¿ to the anterior cerebral artery (aca) and resulted in a bilateral aca peripheral occlusion. A second pass was performed, and the procedure was completed as the mca was reopened. Peripheral obstruction of aca was ¿obliterated¿, so the patient will be followed clinically. Final tici score was 2b. A jet 7 (penumbra) aspiration catheter and optimo (tokai medical product) balloon catheter were also used during the procedure. The physician commented that it was his first time using the jet 7 aspiration catheter. He felt that it was easy to deliver the aspiration catheter despite the large diameter. The physician suspects that the issue may have occurred because the aspiration catheter went up more than he expected. The sales representative has not been allowed to visit the hospital due to covid-19. Additional information received indicated that the procedure was completed ¿by following up the patient because the obstruction was at the peripheral part¿. There were no reported clinical symptoms associated with the event. No further information was provided.